Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse properly (80% was infused) and had around 60ml amount of fluid left. Additionally, fluid was observed inside the bottle; the device leaked on the inside. This was noticed while disconnecting the device after treatment. The expected and actual infusion time for this device was 7 days. The device contained an unspecified chemotherapy drug and the total volume was 255ml. The patient was switched to a 4-day infusor with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.